Manufacturer narrative:
Philips burton engineer researched and concluded that: they did not install the "key" that secures the light head to the spring arm. The collar that is still left at the end of the spring arm holds the "key" in place and its impossible for it to come out if its installed in the first place and locked down by the collar. The collar is also shown to be rotated incorrectly; therefore, the key was never installed. The light was held in place by the friction of the set screw on the collar.

Event description:
Light detached from spring arm.